Event description:
Information indicates that 2-3 minutes into the case, high line pressure was detected by the hcp. The product was changed-out and bypass was re-established without incident. No pt complication was reported.